Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted to have multiple loops of small bowel that was from the abdomen to the old mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/24/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 03/24/2021. Corrected information: g1.